Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis, should pertinent information be provided.

Event description:
It was reported that during routine follow up, this implantable pacemaker exhibited an increased energy drain. There is no evidence that suggests data analysis has been performed for this device at this time. Reportedly, as the patient is pacemaker dependent, device replacement will be scheduled within 90 days time. The implantable pacemaker remains in service at this time. The patient experienced anxiety due to this event and the possibility for a potential device replacement, however, no medication was required. No additional adverse patient effects. Additional information received indicates the device is still not explanted and there is still no scheduled date for the device replacement. The device was explanted and replaced and is expected to be returned for analysis. No additional adverse patient effects. The device was returned for analysis.

Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis, should pertinent information be provided. Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. A high current drain was detected, but the battery still supported full device function. Detailed analysis confirmed the identified high current drain was a result of compromised capacitors. This resulted in the observed premature battery depletion. It was determined that the capacitors were compromised due to the presence of excess hydrogen in the device case. Boston scientific issued a field safety notice in september 2018, which was expanded in june 2021, regarding a subset of devices in the accolade pacemaker family that has an elevated potential of exhibiting this behavior. This particular device is included in the hydrogen induced premature depletion advisory population.

Event description:
It was reported that during routine follow up, this implantable pacemaker exhibited an increased energy drain. There is no evidence that suggests data analysis has been performed for this device at this time. Reportedly, as the patient is pacemaker dependent, device replacement will be scheduled within 90 days time. The implantable pacemaker remains in service at this time. The patient experienced anxiety due to this event and the possibility for a potential device replacement, however, no medication was required. No additional adverse patient effects. Additional information received indicates the device is still not explanted and there is still no scheduled date for the device replacement. The device was explanted and replaced and is expected to be returned for analysis. No additional adverse patient effects. The device was returned for analysis.

Event description:
It was reported that during routine follow up, this implantable pacemaker exhibited an increased energy drain. There is no evidence that suggests data analysis has been performed for this device at this time. Reportedly, as the patient is pacemaker dependent, device replacement will be scheduled within 90 days time. The implantable pacemaker remains in service at this time. The patient experienced anxiety due to this event and the possibility for a potential device replacement, however, no medication was required. No additional adverse patient effects.